Manufacturer narrative:
After use of the mynxgrip vascular closure device (vcd), closing failed. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open, the advancer tube was on the catheter shaft, covering the balloon proximal tip, and the syringe was observed separate to the device as received. The sealant and procedure sheath were not returned with the device. It was reported that ¿after use of the mynxgrip vascular closure device (vcd), closing failed.¿ however, it was noted that there was no saline nor saline residue was observed in the inflation tubing and on the surface of the returned device, which indicated that the device may have not been prepped with saline, and that the sealant sleeve was observed near the shuttle cartridge distal end, which indicated that shuttle cartridge may have not been advanced all the way through an exist procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The advancer tube was retracted proximally and found properly engaged to distal tamp lock as intended per the mynx instructions for use (IFU), lbl9288_2. Leak testing was performed on the balloon of the returned device. The results showed that the balloon was inflated, and pressure was maintained. Visual inspection at high magnification revealed that there was no saline nor was saline residue observed inside or on the surface of the balloon of the returned device. A product history record (phr) review of lot f1917703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the condition of the returned device does not match the description of the incident. The returned device showed no sign of proper saline prep or inflation as evidenced by lack of saline/saline residues in balloon lumen. It was also noted that the sealant sleeve was not fully retracted, which indicates that the shuttle may not have been advanced all the way to a definitive stop. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After use of the mynxgrip vascular closure device (vcd), closing failed. There was no patient injury. The device is available for analysis. No other information was provided.